Event description:
It was reported that pump triggered cartridge alarm 30 and caller experienced cartridge alarms with consecutive cartridges on same pump. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, cts confirmed repeated cartridge alarms and arranged pump replacement, and no additional information was received regarding any further outcome.